Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, she experienced symptoms of hyperglycemia described as "thirst, dry mouth, sweat, dizziness" and she self-treated with insulin (dose/type unknown). It was further reported the customer self-presented to a hospital and obtained an unspecified sensor scan result on the adc freestyle libre that was lower when compared to an unspecified reading obtained on the hcp meter. Customer was diagnosed with hyperglycemia and administered unspecified "serum". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and data was successfully downloaded. The sensor was found to be in state 5 (normal termination). Sensor plug was properly seated in the mount and no failure mode was observed on sensor plug assembly. Sensor was inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported that on (B)(6) 2018, she experienced symptoms of hyperglycemia described as "thirst, dry mouth, sweat, dizziness" and she self-treated with insulin (dose/type unknown). It was further reported the customer self-presented to a hospital and obtained an unspecified sensor scan result on the adc freestyle libre that was lower when compared to an unspecified reading obtained on the hcp meter. Customer was diagnosed with hyperglycemia and administered unspecified "serum". There was no report of death or permanent injury associated with this event.